Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007 subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product and lot identification necessary to review manufacturing history were not provided. This report is based on allegations set forth in plaintiff's complaint, the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2012-01661 and 2014-07478).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007 subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue lack of mobility and loss of range. The legal document further alleges that during the revision surgery performed on (B)(6) 2012 the acetabular cup was loose with very little ingrowth noted. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2012 was due to a loose acetabular component. The patient's operative report noted loose acetabular component with little ingrowth, and scar tissue. Product identification is now known.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ and "inadequate range of motion due to improper selection or positioning of components."

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007 subsequently, patient was revised on (B)(6) 2012, for an unknown reason. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue lack of mobility and loss of range. The legal document further alleges that during the revision surgery performed on (B)(6) 2012 the acetabular cup was loose with very little ingrowth noted.